Event description:
An initial event notification was received by united therapeutics drug safety on 09-mar-2026 from cvs specialty pharmacy, and forwarded to millyard advanced medical products, llc on 10-mar-2026. It was reported that while the patient was preparing a new cassette, it "fell apart." The patient made a second attempt with their last cassette but reported that the same issue occurred. Information regarding how the cassettes "fell apart" was not confirmed by the specialty pharmacy. It was further reported that the patient had no additional supplies on hand and experienced an interruption in therapy. The patient ultimately presented to the hospital.

Manufacturer narrative:
Efforts to obtain additional information from cvs specialty pharmacy were unsuccessful. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.